Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic assisted distal gastrectomy. According to the rptr, the device was used for clipping on right gastric artery. The first clip was fired with no problem. Soon after that, a 2nd clip was fired on the distal side of 1st clip and bleeding occurred from the distal side of the 2nd clip. Total bleeding amount was 1500cc. Operative time was extended more than 30 minutes. The pt is under observation.